Manufacturer narrative:
During a follow-up call on 4/26/2017, the customer reported that the fill estimate began to decrease at a normal rate. Additionally, since the date of the reported event, no further issues had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 105 units all day. The customer's blood glucose level was 208 mg/dl. At the time of the reported event, the customer declined to reload the cartridge.